Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. There is a deep scratch in the lcd that is causing false touch options. This is not attributed to a manufacturing defect, since the pump had been in service for 25 months. The failure mode is attributed to damage induced by the end user.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump has dent in the touchscreen. This was discovered during use in a procedure. There was no additional information provided. Ts: cannot be repaired in the field.